Event description:
The device was used during an unknown procedure. Reportedly, the knife cut and the staples only formed on one side. Another device was used to finish the procedure. No patient injury was reported.